Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. We were unable to perform functional test due to blank display. The device had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got water in it and was not working anymore. The customer was wearing the insulin pump while he was in the hot tub. There was fluid under the lcd display. The insulin pump had no cracks. The customer's blood glucose level was unknown. The device was returned for analysis.